Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter did not power on. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that approximately on (B)(6) 2011, at an unknown time, when he attempted to use the subject meter and it would not power on. The patient reported that he manages his diabetes with oral medication. The patient further reported that when the issue occurred, he made no changes to his diabetes management. The patient reported that 4 days after the start of the product issue, he developed "blurred vision" due to the product issue. The patient further stated that no treatment was received due to the product issue. At the time of troubleshooting with a customer care advocate (cca), it was noted that no misuse of the subject meter occurred. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.